Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the boston scientific field representative requested technical services (ts) to review several pause events stored by this insertable cardiac monitor (icm) device. Ts reviewed the events per request and discussed they exhibited flat lines and artifact; the presenting subcutaneous electrocardiograms (s-ecgs) from the previous days also showed noise. The field representative added a discharge had been noted at the icm device implant site; hence, ts advised to check this patient at the clinic to confirm if their icm device was still implanted. A subsequent call was received, in which a different field representative reported the patient had been checked at the clinic; a chest x-ray had been performed and the icm device could not be found. Ts discussed the icm device was still connecting; therefore, it is suspected the icm device self-explanted from the patient but is still near the patient mobile monitor (pmm). Ts advised the field representative to have the patient, or their family look for the icm device near the place the pmm is kept. Suggestive the recorded flat lines and artifact, that resulted in false pause event storage, occurred because the icm device had self-explanted. Additional information indicates the patient was able to find the explanted icm device at their home. Although oozing was noted, the patient did not experience an infection, and the current condition of the patient is stable. A new icm device was implanted in the patient, as replacement, on a subsequent day. No additional adverse patient effects were reported. The original icm device has not been returned.